Manufacturer narrative:
Results of investigation: a left periprosthetic femoral fracture was reported, which happened just 3 days post implantation. The complained article is a polarstem stem std ti/ha 1 non-cem [article no.: 75100464]. Only the ¿clinical report forms¿ from the study were submitted with this complaint. No medical documents were submitted nor any report of a fall or trauma to precipitate the break. Without supporting clinical/medical documents a thorough investigation cannot be performed. The stem was not sent back, so no product evaluation could have been done. For the batch number no other complaint was found. The reported failure "periprosthetic fracture" has already been mentioned twice for this part number. The cause for the two other complaints, happened in 2017 and 2018, due to a fall of the patient. In this complaint, however, no fall was reported. Furthermore, no deviations could have been found during the DHR/batch record review. At that time of investigation no root cause can be determine and no further investigations are not planned yet. Should information become available this complaint can be re-assessed.

Event description:
It was reported a left periprosthetic femoral fracture. Revision type not specified.